Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock during a stored atrial fibrillation (af) episode. It was noted that the smart pass feature had been disabled after nocturnal bradycardia. Technical services (ts) analyzed device episode data and determined that oversensing of t-waves combined with low amplitude r-waves and morphology changes resulted in the inappropriate shock. This system was reprogrammed to the secondary vector with 2x gain afterwards while the patient was in clinic. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.